Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 38 mg/dl. The customer was treated with food. The customer does not recall any significant events leading to the alarm. The customer was advised that the device would be replaced. Customer was advised to discontinue use of the device and revert to a backup plan.